Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the lead was dislodged within a month of implant. The lead was explanted and replaced. No patient complications have been reported as a result of this event.